Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, water was leaking out of the vasoview hemopro 2 cannula, it did not go through the c ring when flushing to clear the field of view . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There was blood observed on the handle of the cannula. No defects were observed. A mechanical investigation was conducted. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. Based on the condition of the device, the reported failure mode is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, water was leaking out of the vasoview hemopro 2 cannula, it did not go through the c ring when flushing to clear the field of view . A replacement device was used to complete the procedure. The hospital did not report any patient effects.